Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate the reported issue.  As a precaution, physio replaced the battery contact assembly and the battery connector pins.  Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was powering itself off. There was no additional information on the reported device issue provided. There was no report of any patient use associated with the reported issue.